Event description:
It was reported to medtronic neurosurgery that there was a crack at the drainage bag connection.

Manufacturer narrative:
The returned device was patent; however, it did not meet the requirements for leak testing due to the drainage bag luer adaptor being broken off. It is unknown how or when the damage occurred. The instructions for use that accompany the device state that ¿in order to avoid possible cracking of the luer connectors after cleaning with alcohol, or a disinfectant containing alcohol allow to air dry completely prior to connecting the system.¿ it is also cautioned that ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur¿. A review of the manufacturing records showed no anomalies. (B)(4).